Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6-device code changed to 2587. The device was returned to the factory for evaluation on 02/06/2026. An investigation was conducted on 02/10/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or heater wire. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device and the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000504275 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during ligation of branches of a saphenous vein, vasoview hemopro 2 cautery stopped. No patient injury was reported. There was a minimal procedural delay to open a new kit. Visualization was not compromised, and no notable characteristics of the tunnel were observed. It is unknown whether a pre-cautery test was performed, how long the device operated before timing out, or whether the polyfuse was activated. The extension cable and adapter have been in use for less than one year. The power supply setting was set to level 3. No issues with the jaws were noted, and no troubleshooting steps were taken. End users have been educated on the instructions for use (IFU) and are aware of the device¿s safety features. End users elected not to continue using the device once the cautery function stopped.

Manufacturer narrative:
Tw (B)(4). Initial reporter exceeds character limitations: (B)(6). Event site name exceeds character limitations: (B)(6) medical center. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.